Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was found to be non functional . It was also noted that the cord bay was broken. The bezel was cracked. The upper and lower case was broken. The upper and lower handle was broken. The keyboard latch was broken. The left and right keyboard hinges were broken. The upper and lower bullets were broken. The upper hinges were worn. The electrocardiogram (ECG) connector on the link electronic module (lem) board was loose. Errors were identified in the software history log. The anti-slip layer of the radiofrequency head was worn. The programmer was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.